Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The product was returned in a biohazardous condition, therefore a visual inspection and an attempt at removal of the temporary fixation pin will occur through the bag. A visual inspection of the device through the bag confirms the complaint as there is a temporary fixation pin still within the drivers collet. The devices handle was turned to see if the driver would function. It was found that the driver still functioned when the handle was spun. The temporary fixation pin was attempted to be removed using a pair of pliers through the bag while sliding up the locking mechanism of the driver through the bag. It was found that the temporary fixation pin could not be removed. Root cause was unable to be determined due to the biohazardous state of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2017-00781-1.

Manufacturer narrative:
Because the lot number is unknown, the device history records could not be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. This is report two of two for the same event. Report one of two is reported on MFR #0001032347-2017-00781.

Event description:
During a ribfix case, the surgeon attempted to use a contra angle temporary pin. However the pin became completely stuck in the driver after inserting into the patient's bone; the driver would not disengage despite multiple attempts. The pin remains stuck inside of the driver. The surgeon did not use another pin in the same hole; "he essentially had to rip the pin out of the bone." The event resulted in a delay of ten minutes due to having to reduce bone/ plate in a different way.